Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 400(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.